Event description:
It was reported that the customer experienced high blood glucose levels and that the sensor had inaccurate sensor glucose readings. The blood glucose reading was 500 mg/dl, compared with the sensor glucose reading of 100 mg/dl. Advised replacement of the sensor. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.